Event description:
Additional information was received that the distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. The device was deployed in situ but still couldn¿t be opened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705576983:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pushwire was returned inside of a sealed bio-hazard bag and a shipping box. There was no braid returned with the pushwire. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the pushwire was returned without the braid. No damage was found with the pushwire. The cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right posterior communicating artery ophthalmic artery segment with a max diameter of 5.6 mm and a 4 mm neck diameter. The landing zone was 3.3 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level is unknown. It was reported that normal hydration device, after being delivered in place, the stent could not be opened at all, and then it was withdrawn to the internal carotid artery, deployed in situ, but also could not be opened. After repeated operations, the stent could not be opened after half an hour of adjustment, so a stent was replaced, and the operation ended smoothly. The pipeline was not used for an indicated that is off label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.